Manufacturer narrative:
Analysis: the gross analysis of the returned device shows uneven tissue noted on the aortic wall (aw) and coronary sinus areas that has the appearance of scarring. The radiographs show dense areas of tissue in the aw. Add'l histopathology testing was done to determine whether the dense tissue was mineralized, as reported by the user. The histopathology results obtained are negative for tissue calcification. Product inspection notes that valve leaflets are flexible and intact. Review of the device history record shows the device met all mfg specifications for product released to distribution. Conclusion: no pt event; valve abandoned during implant. Device evaluated and found to be acceptable; an exact cause is unk for the reported product problem.

Event description:
Info received indicates that after suture placement and during intra-operative device inspection, the valve appeared calcified. The product was abandoned at implant and was replaced with no consequence reported for the pt.